Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported difficulty attaching a connector to the ilet during a supply change. The connector would not engage, even when tested outside of the pump. The user replaced it with a new connector, which attached without issue, and insulin delivery was resumed as intended. Blood glucose was not affected. No medical intervention was required.